Event description:
Police department attempted to resuscitate victim of head injury. AED advised shock - no shock was delivered. Second AED was deployed by fire department. Shock was delivered and subject was transported to hospital. Subject expired two days later. (B)(4)

Manufacturer narrative:
Note: lack of voice prompts reported in conjunction with use by police dept. Evaluation of device is pending.